Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that ventricular signals were present in the atrial channel. An x-ray was performed and the atrial lead had dislodged and was resting in the right ventricle. During the explant procedure, the insulation was separated from the atrial lead. The atrial lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).